Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to ms&s that the patient is experiencing the feeding tube adapter "popping out" and leaking. Ms&s advised the bard button continuous feeding tube adapter for the 24fr. Button is typically used for pump feeding. The bolus tube is for syringe feeding which might help if the pressure from the pump is too much. If the extension tube pops out, it is possible the device has been stretched out over time and may need to be replaced. It is also possible air / gas are pushing it out so using a decompression tube, may help. Ms&s also suggested decompressing the belly since the adapter "pops out" when the patient coughs.